Manufacturer narrative:
At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product was requested to be returned and has not been received for evaluation. This report is based solely on the customer's reported issue. The instructions for use state "inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that do not hold securely. Do not use soiled or damaged products." Manufacturer reference file #(B)(4). Pending device return.

Event description:
Customer reported the bed cradle has "sharp edges and stabbed the patient". The date the incident occurred was not provided. The customer did not provide patient status.